Manufacturer narrative:
Block b3: exact date unknown, event occurred five years ago from the date the manufacturer was made aware. D6b: explant date: five years ago, from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5076870/5079203, UDI: ((B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. The patient was doing well postoperatively, and the explanted products will not be returned per hospital policy. No further information has been obtained despite good faith efforts.